Event description:
Caller alleged discrepant results on their office inratio versus a venipuncture. Inratio inr 4.4 and venipuncture inr 6.5. Venous draw right after fingerstick, venous draw was done on the patient's opposite arm.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2009, inratio: 4.4, lab: 6.5, mean: 5.45, confidence limits: unable to determine. The time of testing between inratio and lab is not indicated. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. The mean of the inratio meter and comparative system inr were calculated. The comparative system has > limit of detection and inratio is < 5.0. These results are considered inaccurate within the context of the documented variability for inr testing. Additional investigation is required. In-house accuracy test for inratio 2 meter. Test date: donor 3 (eleven days later), donor 4, returned meter and in-house meters, returned strip ln: 080669a, comparative sys: sysmex 560, 2 therapeutic donors. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out three replicates for both samples for each lot are within the allowable bias. All meet the above criteria then no further action is required. No product deficiency produced. No corrective action is required as no product deficiency was established.